Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted at the arm on (B)(6) 2019. The patient stated they had a hypoglycemic event in which they did not feel any symptoms, however, they have a diabetes dog that alerted them of the hypoglycemia. It was indicated that the cgm was displaying 400 mg/dl compared to a bg meter reading of 22 mg/dl and the patient was given a glucose solution by his wife. No product or data was provided for evaluation. The complaint confirmation of the reported inaccuracy could not be determined. A root cause could not be determined. The reported allegation falls within the e zone of the parkes labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly. Labeling indicates: between sessions, clean outside of the transmitter with isopropyl alcohol. Let dry before use or storage.